Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code and the PMA number is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Event description:
It was reported that the after successful pre-dilatation of the target lesion, the 3.5 x 18 mm delivery system was successfully advanced to the lesion without resistance. When attempting to deploy the implant, the balloon inflated up to 6 atmospheres and then lost pressure. The delivery system was removed from the patient and a drug eluting stent was placed successfully. There was no clinically significant delay in procedure and no adverse patient effects. The final patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported balloon rupture was not confirmed; however, a proximal seal separation was noted. Based on the visual and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.